Event description:
It was reported that when placing th healing abutment screws, it was impossible to screw them. The cover screws and the mount screwed perfectly into the implants, but not the healing abutment screws. Implants remain in patient's mouth.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two heal collars 3.5x4.5, 5mm (hc345 x 2) and one heal collar 3.5x5.5, 5mm (hc355) were returned for investigation. Visual evaluation of the as returned products identified damaged threads on all three devices. Functional testing was not performed due to the nature of the devices and event. Due to the thread damage, the products could not seat. Device history record (DHR) review for the lots (2022010903 & 2020110057) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lots were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2022010903 & 2020110057) for similar events (complaint category keywords: does not seat) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of the report.